Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 8.1 mmol/l. The customer reported that the spring on her battery compartment detached itself from the pump. The customer stated that the pump did not accept any batteries and it read failed battery. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarm noted during our testing. Detailed trace analysis confirmed power loss alarms, low battery alarms and power system error alarm was triggered when backup battery loaded voltage was due to connector resistance issues at the j6 printed circuit board assembly. However, after disconnecting and reconnecting the internal battery connector at the j6 printed circuit board assembly insulin pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within the specification range. No damage noted on the battery tube threads or in the battery tube. The insulin pump was minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.